Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The internal handles used during the event were not returned as part of this investigation. No clinical data of the event was available. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's defib output via internal handles was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.